Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that following the implant procedure the patient experienced phrenic nerve stimulation. The device was reprogrammed, but reprogramming was not successful at resolving the stimulation. The left ventricular lead is still in use and a revision is planned. No further patient complications have been reported as a result of this event.